Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with a restricted posterior leaflet, thick leaflets, and enlarged atrium. A mitraclip xtw was implanted on the mitral valve. However, the physician wanted to move the clip. An attempt was made to open the clip, but the clip would not open. Troubleshooting was performed, but the clip would still not open. Therefore, the physician decided that the clip placement was acceptable. A second clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.